Event description:
New information received notes that the atrial leadless pacemaker exhibited failure to capture. Upon review, it was noted that the (alp) migrated to the pulmonary artery. The alp was successfully retrieved, explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial leadless pacemaker (alp) dislodged post operation and embolized. Further information was not provided. The patient was in stable condition.